Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 6000 times. The following information was provided by the initial reporter: translated to english. The customer stated "for homeostasis, the tubes fill beyond the limit. The affected have been performed on these 2 lots and the problem has been encountered systematically. Number of the ghso laboratory is 672021, 4,000 tubes from batch 0248533 and 2,000 tubes from batch 025706.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0248533, medical device expiration date: 2021-05-31, device manufacture date: 2020-09-04, medical device lot #: 0275706, medical device expiration date: 2021-06-30, device manufacture date: 2020-10-01. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 6000 times. The following information was provided by the initial reporter: translated to english. The customer stated "for homeostasis, the tubes fill beyond the limit. The affected have been performed on these 2 lots and the problem has been encountered systematically. Number of the ghso laboratory is 672021, 4,000 tubes from batch 0248533 and 2,000 tubes from batch 025706.